Event description:
During a clinic follow-up, the device was unable to be interrogated via bluetooth (ble) telemetry. However, the device was able to be interrogated via inductive telemetry and it was revealed that the device was in telemetry lockout due to excessive ble telemetry. Technical support was contacted and a ble reset was performed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of failure to interrogate via bluetooth (ble) and no remote monitoring available were confirmed. Abbott software engineers reviewed the stored system logs and performed a ble reset, which was unsuccessful. A ble reset was attempted again and was successful. Session records were obtained after the reset and it was determined there was a memory corruption, which resulted in connection errors, these connection errors led to a cyber lockout. As reference, the aforementioned cyber lockout does not affect device therapy functions. A ble reset was performed